Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported deflated saline implant of an unspecified side. The device remains implanted.